Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data was collected from the device. Analysis of the device memory indicated the electrogram (egm) was not available. Analysis of the device memory indicated cardiac compass data was missing/invalid. Save to disk (s2d) data record is missing compass data 1 day on (B)(4) 2012. S2d file shows parity error count=44 on (B)(4) 2013. Programmer s2d data shows "??? Invalid data received for episode" for data - arrhythmia episode for one record after (B)(4) 2013.

Event description:
It was reported that the patient information and percent pacing/sensing of time was deleted and that the device had multiple power on resets (pors). The patient information was reprogrammed into the device. It was noted that the patient has undergone cancer treatment with possibility of radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.